Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip fracture occurred. The physician was treating a 95% stenosed lesion located in the moderately tortuous and severely calcified right coronary artery (rca). This pt graphix guide wire was used for the facilitation of stent placement. It was reported that 5 to 10mm of the guide wire tip fractured inside the patient during the procedure. It is not known if this occurred during advancement or withdrawal, as no resistance was experienced. The guide wire tip was left in the patients' distal rca. No attempt was made to snare the tip out as the physician believes the tip is in a location where it will not embolize. The physician believes that the tortuosity and calcification may have contributed to the guide wire tip fracture. The procedure was completed with this device. There were no reported patient complications as a result. The patient was listed as "stable" post-procedure.

Manufacturer narrative:
Device returned to manufacturer: an examination of the returned complaint device revealed a kink 23cm from the distal end, as well as kinks 3, 42, 57 and 60cm from the proximal end. Approximately 1.5cm of the tip of the wire is missing. The outer diameter of the wire was within specification. Scanning electron microscopy (sem) analysis found that the fracture surface was characterized by material cracking and propagation caused by a reversed bending moment. Compression and tension zones were observed. Ductile fatigue was noted. No material anomalies were detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip fracture occurred. The physician was treating a 95% stenosed lesion located in the moderately tortuous and severely calcified right coronary artery (rca). This pt graphix guide wire was used for the facilitation of stent placement. It was reported that 5 to 10mm of the guide wire tip fractured inside the patient during the procedure. It is not known if this occurred during advancement or withdrawal, as no resistance was experienced. The guide wire tip was left in the patients' distal rca. No attempt was made to snare the tip out as the physician believes the tip is in a location where it will not embolize. The physician believes that the tortuosity and calcification may have contributed to the guide wire tip fracture. The procedure was completed with this device. There were no reported patient complications as a result. The patient was listed as "stable" post-procedure.